Event description:
It was reported that the pressure tubing on the patients side of the reservoir became detached after being pulled by the patient. The patient experienced blood loss of approximately 250-300cc, but was not symptomatic and did not require a transfusion. No patient complications were reported.

Manufacturer narrative:
Received one single dpt - vamp adult kit. The pressure tubing was detached from the vamp adult reservoir stopcock solvent bond joint. Tubing was bent at the point of detachment. Indication of bonding solvent was visible on some locations but not throughout tubing bond area. Tubing o.d. Was measured 0.1400" near the point of detachment, which is within specifications. A review of the manufacturing records indicated that the product met specification at the time of release.

Manufacturer narrative:
An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.